Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported a consumer¿s old battery (ins) was replaced because it was ¿nonfunctioning.¿ additional information received from the hcp indicated the consumer¿s device became nonfunctioning in mid-2016. Symptoms were noted as recurrent nausea and vomiting. Troubleshooting was noted as interrogation of device, which indicated continued function; however, battery life was likely inaccurate. Ges setting changed on (B)(6) 2016, but no improvement. The cause of the nonfunctioning ins was not determined. Medical notes from (B)(6) 2016 indicated that the consumer had gastroparesis, deemed post-infectious, had ges placed in 2010, and overall had done well. The consumer was last seen (B)(6) 2015 and then no changes to ges settings. Last week she developed nausea and vomiting of undigested solid foods 5-6 hours after eating. Usually when this happened, she drank liquids for a few days and then got better; however, this time that did not help. There was no inciting event and had lost on average a pound a day. Ges was interrogated, was on, and battery was ¿ok.¿ current was 6ma, 3.3v, frequency 14 hz, cycle on/off 0.1/5s, and changed voltage to 4v. The doctor indicated it would take >24 hours for the consumer to notice an effect in the changed settings. The doctor also recommended trial of erythromycin 125 mg 30-60 mins before meals. Past medical history included nausea and vomiting, gerd, and abdominal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.